Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The customer states, the on/off switch will not work. The customer alleges, if you turn it on, it will stay on.